Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer needed to press the wake button multiple times, with force before the pump screen turned on. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was approximately 152 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.